Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
During the device evaluation, the reported holes in the material were confirmed. Improper size selection, improper gowning technique and improper material strength were identified as probable causes for the reported event. The hood is a single use product and will therefore not be returned to the user facility.

Event description:
It was reported that during the surgery, two holes were found in the hood. A backup hood was used to successfully complete the procedure. No delay, no adverse consequences to either the patient or the user and no medical intervention were reported.

Event description:
It was reported that during the surgery, two holes were found in the hood. A backup hood was used to successfully complete the procedure. No delay, no adverse consequences to either the patient or the user and no medical intervention were reported.